Event description:
The technician alleged that the side rail weld is broken and the side rail will not latch in the raised position. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.